Manufacturer narrative:
The technician found the siderail latch was broken. He replaced the siderail latch to repair the bed.

Event description:
Info rec'd indicates the right foot siderail is not locking.